Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, the right ventricular lead perforated. The lead was removed from the body and then it was implanted again. After the procedure, patient experienced a decreased in pressure and hb, inflammation was also noted. Patient condition improved after seven days and was discharged in stable condition.